Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the pump was not functioning. The patient did not indicate the pump make or model and no additional information was provided. Animas has attempted to follow up with the patient but has been unsuccessful at this time. This report is made based on the allegation that the pump was not functioning.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.